Event description:
Defective - one leg is slightly shorter than the other so the device tips. It was bought at a garage sale and MFR says they no longer make them. Pt slipped off of it but was not injured.